Event description:
It was reported that the user experienced recurrent low glucose while using the ilet, including nocturnal episodes that disrupted sleep, and perceived that the system was delivering excessive insulin and limiting meal flexibility; a factory reset was completed during troubleshooting. Customer care provided support that included complaint intake and user education conducted remotely. Investigation of this case revealed an unclear cause of hypoglycemia. No clinical symptoms associated with hypoglycemia. Outcomes included transient interruption of normal activities due to low glucose events without medical intervention or hospitalization. It was concluded that the event was related to low glucose with cause not determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.